Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that a voltage rail failed error message was displayed on the device when it was powered on. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a voltage rail failed error message was displayed on the device when it was powered on. The remote service engineer (rse) informed the customer that the bi-pap focus is no longer supported by philips and provided the customer with the focus discontinuance customer letter. Per phone conversation with the customer on (B)(6) 2025, the customer confirmed that a 12v failure occurred, and the voltage was low. The replacement power supply was not available at the time of order, so the device was ultimately removed from service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.